Event description:
CT scan pressure injector tubing connected to IV [intravenous] tubing. IV tubing clamped above connection site. When contrast was injected, tubing ruptured above connection site. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working) device usage problem: device malfunction - that is, the device did not do what it was supposed to do.